Manufacturer narrative:
The ge service rep reseated all boards in c-arm, checked interconnect and high voltage cables. The system operating as intended.

Event description:
The customer states that the image froze and they had to reboot the unit twice. They were able to complete the case and two more after. No patient injury was reported.